Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that during a short period of time, the patient's implantable cardioverter defibrillator (ICD) shocked the patient one hundred and seventy seven times. The device then reached early elective replacement indicator (eri). Follow up was conducted and it stated that the shocks were due to ventricular tachycardia (vt)/ventricular fibrillation (vf). Data was not available in the device but the details of the device in the program report were covered by later data. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.